Manufacturer narrative:
The code was selected with "other" meaning that the training, labeling, lot records, and provided information were evaluated. There is no evidence of out of specification condition or technique deviation that could have contributed to this event.

Event description:
Sacral fracture. More robust posterior instrumentation has been added.